Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) follow-up with the customer over-the-phone in order address the reported event. The fse instructed the customer to reboot the g8 instrument and then prime all reagents to see if the syringe-l would continue to generate the error. The customer reported that no error was generated. The customer ran quality controls and a few patient samples without any further errors. On a follow-up call later on (B)(6) 2017 the customer reported that the syringe-l continued. On (B)(6) 2017 the fse found a clot in the valve stator face. The fse cleared the clot, ran prime, calibrated, ran qc, and a patient sample 10 times without any errors. The g8 instrument was performing within specifications after completing the repair. The g8, (B)(4), was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed from (B)(6) 2017 through (B)(6) 2017. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 706 syringe-l error message is generated when an operation error occurs with the syringe-l. The operator is instructed to inspect the syringe-l. The most probable cause of the reported issue was due to a clogged valve stator face.

Event description:
On (B)(6) 2017 a customer reported getting 706 syringe-l error message on the g8 instrument. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: a review of the device history record (DHR) was conducted for (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Event description:
N/a